Event description:
Rptr purchased an 'ovulite' ovulation predictor. Rptr has questions about the product that their website ovulite.com does not answer. Rptr called the customer svc number 1-800-923-9023 -both on the website and package itself- and was told they could not answer their questions, that there was no supervisory person rptr could speak to, referred them to their pharmacist -who only referred them back to ovulite- and after their fourth call to the customer svc ctr was told that they 'do not handle that product'. Rptr has been unable to get MFR info -not listed on box, only a distributor is listed- and have gotten no help at all from the so-called 'customer svc' dept.